Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. Returned product consisted of a coyote balloon catheter. The balloon was loosely folded and there was contrast in the balloon. The complaint device sat in a water bath for 14 days. Microscopic inspection found no irregularities or damage to the balloon. The proximal markerband was flattened slightly. Microscopic inspection found no irregularities or damage to the tip of the device. Microscopic inspection found no irregularities with the bond of the device. Microscopic inspection found damage (buckled) to the inner, starting 9cm from the tip of the device and was 13cm in length. The inner diameter (ID) of the wire lumen was measured at both ends and were is within specification. Tactile inspection revealed a kink in the outer at 60cm from the tip of the device. The wire used in the procedure, so a kinetix plus was used for functional testing. The wire loaded at the exit notch until damage in the coyote at 11cm (near the proximal markerband). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery (ata). A 4.5f non-bsc introducer sheath was introduced. After a non-bsc guidewire was advanced to cross the lesion, a 2.5mm x 220mm x 150cm, mr (B)(6) balloon catheter was advanced for dilation. Following multiple dilations, the physician attempted to remove the balloon; however, the balloon became stuck with the wire and cannot be removed. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery (ata). A 4.5f non-bsc introducer sheath was introduced. After a non-bsc guidewire was advanced to cross the lesion, a 2.5mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilation. Following multiple dilations, the physician attempted to remove the balloon; however, the balloon became stuck with the wire and cannot be removed. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.